Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor who reported that the patient was experiencing a stabbing pain in his testicles this morning when the patient turned off the ceiling fan with the fan remote. The patient reported that when he turned the fan off he immediately "got hit in the testicles with stabbing pain, couldn't move, and was almost floored." At the time of the call the patient still had pain, but it was not as strong as it was the morning off the call when the patient had turned off the fan. When the patient tried turning stimulation off during the call the pain subsided after stimulation was turned off. The patient had been set at 6.5 at the time of the call and the patient was advised that stimulation should be decreased to avoid overstimulation when stimulation is turned back on. The patient was al so advised to follow-up with their healthcare provider (hcp) to determine which settings will provide therapy while not causing overstimulation. The patient called again 3 days after the initial call and wanted to turn the ins back on. The patient was initially set to 3.0 and was advised to decrease stimulation to 0 and after doing so the patient turned stimulation on and slowly increased. At 3.6 the patient felt comfortable stimulation and stated that they would continue to monitor symptoms and increase if needed. The overstimulation was resolved at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.